Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that there were air bubbles which caused the customer to have high blood glucose. Customer's blood glucose was 18 mmol/l. During troubleshooting, device alarmed hardware low level failures alarm with self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. A water filled reservoir was used during the test. No air bubbles anomaly noted. No unexpected pump error 63 alarm during testing however, pump error 63 alarm, variable 3, is located in the formatted history file due to cold solder joints at the keypad assembly. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.